Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported "avalon fm20 fetal monitor uterine pressure probe failure".the device was not in use on a patient at the time of the event.

Event description:
The customer reported "avalon fm20 fetal monitor uterine pressure probe failure". The device was not in use on a patient.